Manufacturer narrative:
It was reported by the hospital contact that the procedure was attempting to coil two aneurysms on to the left internal carotid terminus about 5cm in diameter and a periclinoid aneurysm off the left ica about 4 mm in diameter. The physician partially deployed the 22mm enterprise stent (enf452212/10532451) across the carotid terminus aneurysm through a prowler select plus microcatheter (details unknown) and then inserted another microcatheter stryker sl-10 (details unknown) into the periclinoid aneurysm to be coiled. The enterprise wire holding the stent would not allow the stent to deliver to the area properly. In placing the coils according to the physician two cashmere¿s (src14040620/c14363) and (src14040820/c26451) as well as a micrusphere (csp10035030/c11657) did not detach. The codman complaint coils attempted to be used appeared to stretch after numerous attempts at placement as sl-10 microcatheter was ¿kicked out¿ of the periclinoid aneurysm. After 5 hours of being partially deployed the stent was removed and then later tried to redeploy across the left ica terminus, but the pusher wire then also stretched. The physician placed a 3.5x6.6 micrusphere coil, followed by deltapaq coil 1.5x4, and then deltapaq coil 1.5x2 (details unknown). The physician after the failed enterprise deployment then proceeded to use a hyperform balloon (details unknown) across the carotid terminus and used four penumbra coils (details unknown) to embolize the terminus aneurysm. The procedure was delayed due to complications of codman products which took about 7 hours to complete. It was initially reported that the products will be returned. For the stent, it was verified that the introducer was fully seated & secured in the hub. It is unknown if the device moved out forward out of the introducer during insertion through the y-connector or in hub. There were no damages noted on the stent. The same detachment control box (details unknown) and connecting cable (ecb00018200/lot unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. No torquing of the dpu was noted during the procedure, but there was significant movement of coil in and out of the sl-10 microcatheter during coiling of aneurysm. Very limited information was received. Both the unspecified enpower dcb and the control cable were not returned. The sl-10 microcatheter was not returned. The coil was returned stretched and entangled. Located 24.0 centimeters off the green introducer¿s distal tip, the core wire and coil protrudes outside the sheath. The circumstances of how and when this protrusion occurred cannot be determined. The detachment fiber did not receive heat. The returned device positioning unit (dpu) passed electrical testing with resistance at 51.9 ohms (range 48.5/563.0) and the enpower systems ready green light illuminated. The coil detached on the first detachment cycle with no problems encountered. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance was 52.4 (range 48.5/56.0) ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The coil stretching complaint is confirmed. While the exact root cause cannot be determined, the most likely contributing factor to the coil stretching may have occurred during repositioning. During this time frame, the coil may have become temporarily anchored either on itself, coils already dwelling inside the target site (if previously placed), or on the distal tip of the microcatheter. When the anchored coil was retracted during repositioning it may have stretched and possibly caused the microcatheter to move off the target site. It was not stated if a one to one movement was observed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. The non-detachment of the coil is not confirmed. The returned dpu passed electrical testing and the coil detached on the first detachment cycle without incident. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Concomitant medical products and therapy dates: 22mm enterprise stent (enf452212/10532451). Prowler select plus microcatheter (details unknown). Microcatheter stryker sl-10 (details unknown). Cashmere (src14040620/c14363). Micrusphere (csp10035030/c11657). Three.5x6.6 micrusphere coil (details unknown). Deltapaq coil 1.5x4 (details unknown). Deltapaq coil 1.5x2 (details unknown). Hyperform balloon (details unknown). Four penumbra coils (details unknown). Detachment control box (details unknown). Connecting cable (ecb00018200/lot unknown). This is 1 of 3 reports associated with reports 1226348-2015-00072 and 1226348-2015-00073. This is an initial/final report. (B)(4).

Event description:
It was reported by the hospital contact that the procedure was attempting to coil two aneurysms on to the left internal carotid terminus about 5cm in diameter and a periclinoid aneurysm off the left ica about 4 mm in diameter. The physician partially deployed the 22mm enterprise stent (enf452212/10532451) across the carotid terminus aneurysm through a prowler select plus microcatheter (details unknown) and then inserted another microcatheter stryker sl-10 (details unknown) into the periclinoid aneurysm to be coiled. The enterprise wire holding the stent would not allow the stent to deliver to the area properly. In placing the coils according to the physician two cashmere's (src14040620/c14363) and (src14040820/c26451) as well as a micrusphere (csp10035030/c11657) did not detach. The codman complaint coils attempted to be used appeared to stretch after numerous attempts at placement as sl-10 microcatheter was "kicked out" of the periclinoid aneurysm. After 5 hours of being partially deployed the stent was removed and then later tried to redeploy across the left ica terminus, but the pusher wire then also stretched. The physician placed a 3.5x6.6 micrusphere coil, followed by deltapaq coil 1.5x4, and then deltapaq coil 1.5x2 (details unknown). The physician after the failed enterprise deployment then proceeded to use a hyperform balloon (details unknown) across the carotid terminus and used four penumbra coils (details unknown) to embolize the terminus aneurysm. The procedure was delayed due to complications of codman products which took about 7 hours to complete. It was initially reported that the products will be returned. For the stent, it was verified that the introducer was fully seated & secured in the hub. It is unknown if the device moved out forward out of the introducer during insertion through the y-connector or in hub. There were no damages noted on the stent. The same detachment control box (details unknown) and connecting cable (ecb00018200/lot unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. The detachment light illuminated during the detachment cycle. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. No torquing of the dpu was noted during the procedure, but there was significant movement of coil in and out of the sl-10 microcatheter during coiling of aneurysm.